Event description:
It was reported that the pump was read and interrogated, but not updated on (B)(6)-2015. The pump was in ¿stopped pump mode¿ and the patient was in the hospital for withdrawal symptoms. The reporter wondered why the pump was in stopped mode. It was discussed that if an update was disrupted or cancelled, the pump would be in stopped pump mode. It was confirmed in the pump logs that an update was attempted on (B)(6)-2015 at 16:19. The pump was used to deliver lioresal (baclofen), clonidine, bupivacaine, and morphine. It was unclear what the physician¿s intent was when stating that the pump was only interrogated. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #3004209178. (B)(4).

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# (B)(4), product type catheter. Product ID 8840, serial# (B)(4),: product type programmer, physician. (B)(4).

Manufacturer narrative:
Updated to reflect the correct s/n and device information.

Event description:
Information was received from a consumer in regards to a patient who had been treated with bupivacaine and morphine intrathecal (doses/concentrations not known by reporter). In (B)(6) 2015, the patient¿s pump stopped and the patient was hospitalized. The patient was also hospitalized when a new pump was implanted (replacement date (B)(6) 2015). It was noted that the morphine was ¿high¿ and the bupivacaine was ¿low.¿ per the reporter, it was thought that the pump was still in the pathology lab in the hospital. No other details were provided regarding the pump stopping and the pump replacement.